Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case or battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump received critical pump error. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. Customer stated that they were in the swimming pool. Customer also stated that the insulin pump had crack on battery compartment. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.